Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported that during a procedure for internal fixation of tibia on (B)(6) 2018, the threads of the 2.8mm threaded drill guide were not getting engaged in the threaded holes of the plate. The surgery was completed using available replacement guides. There was no surgical delay and the patient was stable after the surgery. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Brand name, UDI & lot number provided. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 04/10/2018: date of awareness: 04/03/2018, initially there were 8 drill-guides reported. The provided lot numbers for the four and the remaining four were added to complaint as unknown. Additionally, provided were lot numbers for two more drill guides out of the four that were unknown. The two more impacted products are added with lot numbers provided by via email received on 04/03/2018 and the number of unknown drill guides have been changed to 2 from 4. The sales consultant finally provided lot numbers of all the unknown drill guides. One more impacted product is added (B)(4) (the unknown drill guide) is updated to 2.8mm threaded drill guide.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date returned to manufacturer. H3, h4, h6: DHR review was completed. Part no.: 312.648. Lot no.: 9106928. Manufacturing location: haegendorf. Release to warehouse date: 29.aug.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. The returned 2.8 mm threaded drill guide (drill guide) was received and investigated by customer quality (cq) engineering. Visual inspection: visual inspection of the returned drill guide under 10x magnification at cq revealed no major damage to any feature of the drill guide. A minor nick was observed on the leading thread; it is reasonable to assume this damage would not impair functionality. Functional test: assembly with the plate could not be completed as the plate was not returned. Dimensional inspection: dimensions of the drill guide's features relevant to the complaint condition were measured. The leading major thread diameter of the drill guide measured 4.14mm, which was within specification (4.12mm +/-0.05) per drawing. The inner diameter was 2.90mm, which was within specification (2.85 +0.1) per drawing. Document/specification review: the following documents were reviewed during investigation: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Drill guide drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Conclusion: the complaint condition could not be confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Visual and dimensional inspection revealed no major damage or non-conforming dimensions that would lead to the complaint condition. Functional testing could not be completed as the plate involved in the event was not returned. It is possible the complaint condition was due to a plate issue or a product-use issue of misassembly. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the surgery on (B)(6) 2018, the threads of the eight drill guides were not getting engaged in the threaded holes of the plate. This report is for one (1) 2.8mm threaded drill guide. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.